Event description:
The MFR received info alleging a pt required manual ventilation after a bipap vision failed to function properly. It was reported that the device sounded an alarm at the time of the event. A philips respironics field service tech evaluated the device at the reporting facility. The tech confirmed the device displayed a ventilator inoperative message and alarmed when powered on. The tech repaired the bipap vision at the reporting facility.

Manufacturer narrative:
The MFR was able to confirm that the device alarmed as designed during a failure condition. The device alarm alerted the hospital staff who took remedial action. No further action is required.